Event description:
During a cardiomems implant procedure, after sensor deployment, the sensor was observed to be sticking to the non-abbott guidewire as the wire was pulled back. A balloon catheter was used however the physician was unable to properly align with the sensor and could not successfully release it. A peripheral balloon catheter and another non-abbott guidewire where then inserted. The abbott rep advised that the sheath was too small to hold all four devices and advised a larger sheath. The physician continued with attempt but again was unable to align with the sensor and could not successfully release it. The physician then decided to pull all devices out of the patient and the sensor released in the iliac vein. The physician tried three snares to remove the sensor but was not successful. A second sensor was then used to implant the patient and was successfully implanted without issue. The patient was intubated for anesthesia and a vascular surgeon cut down the vein from the implant incision site and was able to successfully remove the sensor. Upon removal it was noted that a piece of one of the sensor nitinol loops was missing. X-rays were reviewed to confirm location but the piece could not be identified. The vascular surgeon reported that the felt it was safe to leave this piece in the patient. The patient was kept over night for observation and then released the following day and they are stable. It was noted that prior to procedure the sensor was only agitated in saline for 5 seconds per the physician's advice however it was the advice of the abbott representative to agitate in saline for 30 seconds.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.